Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two scs systems (thoracic-left side, cervical-right side). It was reported the right side ipg would not communicate with the charger and displayed an error message with the patient programmer. Stimulation was lost a few days prior. Reportedly, the thoracic system is functioning properly. Follow-up identified non-communication of the cervical system was confirmed by the sjm rep. Surgical intervention to replace the ipg may be undertaken at a future date.